Event description:
It was reported that a cracked tube occurred before use with a bd vacutainer® barricor¿ lh plasma blood collection tubes. The following information was provided by the initial reporter, "it was reported during bd internal testing that the tubes failed drop test under ratings 3 and 4 which are considered to have exposure to blood borne pathogens. Bd vacutainer® barricor tubes catalog # 365050. As part of CAPA 54720,we found that above mentioned catalog had failures of drop test under ratings 3 & 4 which are considered to have exposure to blood borne pathogens. Find the below table for failure details. Each catalog had 300 nominal dosed samples and 300 maximum dosed samples for drop testing. All the samples are tested. There is no root cause found for these failures. Irradiation dose (kgy): nominal (23.4-23.8). 1 of 8 complaints.

Manufacturer narrative:
H.6. Investigation summary: bd internal testing revealed product didn't perform as intended. No further testing was done at the site. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Product was specifically manufactured for testing by r&d at the top of the spec for sterilization.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cracked tube occurred before use with a bd vacutainer® barricor¿ lh plasma blood collection tubes. The following information was provided by the initial reporter, "it was reported during bd internal testing that the tubes failed drop test under ratings 3 and 4 which are considered to have exposure to blood borne pathogens. Bd vacutainer® barricor tubes catalog # 365050 as part of CAPA (B)(4), we found that above mentioned catalog had failures of drop test under ratings 3 & 4 which are considered to have exposure to blood borne pathogens. Find the below table for failure details. Each catalog had 300 nominal dosed samples and 300 maximum dosed samples for drop testing. All the samples are tested. There is no root cause found for these failures. Irradiation dose (kgy): nominal (23.4-23.8). 1 of 8 complaints.